Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during fill 1. She was able to bypass the alarm. Later in the same fill the cycler alarmed again for air detected in the cassette and the patient discontinued treatment. When she opened the cassette door she found fluid leaking. She was advised to contact her pd nurse. The set was not made available for evaluation. During follow up the patient reported her effluent remained clear. She was not prescribed any antibiotic.